Event description:
The customer reported that the system froze and locked up. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. Onsite investigation revealed that no specific cause could be determined. The workstation components were evaluated, cleaned and reseated. The system was tested and found to be working as intended and put back into service.